Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant undersensing was noted on current electrograms (egm) on the right ventricular (rv) lead. It was further reported that the implantable pulse generator (ipg) appears to be pacing in the st segment. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use.